Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2019 with high blood glucose level was 700 mg/dl at time of incident and the current blood glucose level was 280 mg/dl. Customer¿s blood glucose at the time of hospitalization was 400 mg/dl. The customer was assisted with troubleshooting. Customer stated that nausea, vomiting, difficulty breathing, diarrhea. The customer was treated with manual injections. Customer was using insulin pump system within 48 hours of reported high blood glucose event. The customer stated that the symptoms related to high blood glucose such as nausea but now the customer was okey. Customer did not allege insulin pump was under delivering. Customer stated insulin exited at the quick release. The device will not be returned for analysis.